Manufacturer narrative:
The permanent cautery hook instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation was not able to find any damage. The instrument passed the recognition and engagement test on an in-house system. The instrument moved intuitively with full range of motion in all directions. The functional performance testing did not find any issues. No other damage was found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the permanent cautery hook instrument tip broke and they could not get to remove from the trocar. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted.